Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG's non-functional) has been confirmed. As received, the belt failed an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable lead 1- wire was broken. The root cause for broken wire was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional ECG's.